Manufacturer narrative:
Continuation of concomitant products: evolutr-34 transcatheter valve implanted (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during post implant, the right atrial (ra) lead exhibited atrial undersensing. The lead remains in use. No patient complications have been reported as a result of this event.